Manufacturer narrative:
Additional information: d4 - UDI. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Surgery delay but no know consequences for the patient.

Event description:
It was reported that there was an issue with a filter retention plate. According ot the complaint description the filter retention plate falls off the container lid. This event caused a surgery delay. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4).